Event description:
It was reported that the patient presented with adult paralytic neuromuscular thoracolumbar scoliosis measuring 75 degrees convex to the left and status post t4 paraplegia due to spinal cord tumor resection. The patient underwent posterior thoracolumbar fusion from the pelvis to t4 using facet and onlay posterolateral fusion with spinal fixation from pelvis to t4 for stabilization and correction, rhbmp-2/acs, local bone graft and allograft chips. Six months post-op unspecified implant dislodged/migrated. Eight months post-op the patient underwent revision surgery for neuromuscular paralytic scoliosis with hardware failure at t8-t9 and non-union formation.

Manufacturer narrative:
Concomitant products: colorado implantable hardware, rhbmp-2/acs, local bone, allograft chips (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).